Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 105 units of insulin during the load sequence. Customer added insulin to the cartridge and reloaded to resolve the issue. Customer¿s blood glucose level was 308 mg/dl.